Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. Access was obtained via the radial artery. The concentric and de novo target lesion being treated was located in the proximal right coronary artery (rca). A 3.50x24mm liberte stent delivery system (sds) was advanced to the lesion and deployed. A dissection on the distal edge of the stent was noted. A 3.50x12mm liberte sds was then advanced and deployed overlapping the distal edge of the 3.50x24mm liberte stent. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).